Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of both catheter segments identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Product ID: 8711, lot#: n086893023, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-aug-2009, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(4), ubd: 09-oct-2008, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-01, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (dose 68, concentration 500) via an implantable pump for an unknown indication for use. It was reported the hcp tried to perform a catheter access port (cap) study and was unable to get cerebrospinal fluid (csf) back. The patient was scheduled for a revision for (B)(6) 2019. During the revision, the hcp opened the pump pocket and disconnected the catheter with no csf return. They then opened the patient's back and cut the catheter, no csf return. The pump and catheter were replaced, successful csf return was achieved. The issue was resolved at the time of this report. The patient's status was alive, no injury.